Event description:
The resident was transfer with assistance of 2 cargivers from a bed to a bathroom. During the entrance to the bathroom, the lift spreader bar detached causing the resident to fall to the the ground. The falling spreader bar hit a patient in the head. The cargivers checked on resident for injury, she was alert but confused (normal state) - range of motion was normal and no apparent injuries other then cut to mid-parietal of head from spreader bar. The patient was transfer back to the bed. Time of fall was 13:50pm. The injury was treated with an ice pack . The cargiver went back into room to check on resident at 17:50pm and nurse was called to check resident who was deemed to be in a decreased level of consciousness. At 18:00pm cargiver called for ambulance and paramedics replied moments later but resident, passed away in her bed before being transported to hospital. Home confirmed that coroners autopsy report stated cause of death was cardiac arrest/heart failure.